Manufacturer narrative:
The reported issue was found to be resolved via an update to the configuration file rather than computer replacement. The subsequent suspect computer that was returned was found to be returned unused.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the computer for the viewing station of the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system restarted without prompt from the user. Following the restart, the system functioned as designed. No additional information was provided. There was no patient present when this issue was identified.